Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode during an emergency department evaluation. Technical services (ts) reviewed the device data and noted this device had not received the applicable software updates. The patient reported palpitations. No additional adverse patient effects were reported. This crt-p remains in service.